Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was evidence of moisture in the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2017 with the following findings:.no moisture observed in battery compartment. No leaks found during leak testing. Pump opened and no evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.